Event description:
Patient with left ventricular assist device (lvad) therapy for 35 months required controller change at home as part of troubleshooting lvad alarms (pt states initial alarm was "connect power" on the white line). Fyi: the patient cable and the battery clips were changed prior to considering controller change, without resolution of the alarms). Patient states that she has changed controller in the past without incident. Patient was unable to come to hospital for controller change. Our team was on the phone with patient during the controller change. Patient states later that she became symptomatic and then unconscious as soon as the driveline came out. The pump was off about 4-5 minutes while the husband made attempts to connect the driveline into the new controller. He eventually reconnected the driveline into the original controller. Patient does not appear to have experienced any insult or lasting effect due to the prolonged pump stop at this time. Patient's ld was at baseline.